Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced hyperglycemia. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose level was 449 mg/dl. Customer treated high blood glucose level with insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.